Manufacturer narrative:
The manufacturer performed a risk assessment which concluded that the risk was in the tolerable region. Disposable inserts are delivered as single use and are sterilised with e-beam by elekta. The disposable inserts are not in contact with the human body directly but the fixation screws that breaches the skin passes through the disposable inserts. That is the reason for providing them sterile. A non sterile disposable insert may contaminate the screw and may in worst case cause an infection in the skin at the fixation point. The manufacturer's corrective action is to improve the sealing of the disposable inserts. There is no reason to perform field safety corrective action as no incidents have occurred and sterility tests performed have passed. The manufacturer has not received any complaints during the 10 years regarding broken seals. This is the manufacturer's final report.

Event description:
No incident occurred. The manufacturer discovered during internal lifetime testing of disposable inserts that the welding of the sterile pouch did not fulfill standard requirement and failed during pull test. One fail in dye test of the weld was also seen for one pouch that had been stored with the weld folded.